Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 559mg/dl, associated with an alleged display issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient could not see the screen safely. The display was allegedly very dim with discoloration. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a display issue.

Manufacturer narrative:
Follow-up #1: date of submission 21-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2019 with the following findings:.during investigation, the pump boots with audible and vibrate notification but screen remains blank, pump progressed to audible alert after power up. The damage oled display was removed and replaced with a test oled for testing purpose . The pump booted to the verified screen with a test display. The pump cover was removed , the oled display was found to be cracked on the underside . The damage oled display was removed and replaced with a test oled for testing purpose . Pump booted to the verified screen with test display. Pump passed flow accuracy test and all other required testing for delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.